Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that a user discontinued ilet after approximately one week due to recurrent severe low blood glucose readings and sought a product return; the user¿s spouse reported daily hypoglycemia, including episodes where the pump indicated 50 mg/dl while a contemporaneous fingerstick measured 35 mg/dl, and the user reverted to multiple daily injections with resolution of lows. Symptoms included hypoglycemia with urgent low symptoms. Outcomes included no hospitalization and cessation of ilet therapy. Investigation included customer service assessment and attempts to review device data; the device and unopened supplies were returned for evaluation. Investigation of this case revealed that the cause of hypoglycemia was unclear, with no confirmed device malfunction identified from available information. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate.